Event description:
Additional information received on (B)(4) 2014: indication for surgery? Response: dcmp. Indication for the application of coseal? No response. Has the patient a history of a preexisting right heart failure? Response: patient has no history of rhf. Volume of product applied and application type (standard applicator or spray application) anatomical site of coseal application. Response to 4 and 5: 2x 8ml the other question of application is elusive comprehable 3 years ago, find. No information to. Course of complication, therapy and outcome of therapy. No response. Have there been other examinations regarding the complication (eeg, echocardiography, CT/MRI) and if yes with what specific findings? Response to 6 and 7: ??? Sae #2: another ae has been reported for the same patient at implant: (B)(6) 2011. Lot number and product code are unknown. Medical term: apoplex. Event description: hemiparesis and aphasia left. CT was performed. CT shows signs of apoplex (no bleeding was detected). Event onset date and time: (B)(6) 2013. Event stop date and time: ongoing. Outcome at time of report: resolved with residue. Treatment used to treat event: physiotherapeutic and logopathic.

Manufacturer narrative:
(B)(4). Baxter medical assessment: in the absence of relevant clinical details, a causality assessment cannot be provided. To evaluate the potential causal association with the use of coseal following questions have to be clarified: indication for surgery. Indication for the application of coseal. Has the patient a history of a preexisting right heart failure? Volume of product applied and application type (standard applicator or spray application). Anatomical site of coseal application. Course of complication, therapy and outcome of therapy. Have there been other examinations regarding the complication (eeg, echocardiography, CT/MRI) and if yes with what specific findings? A causality association evaluation will be provided upon receipt of the answers to the above questions. A follow-up report will be submitted upon review of the investigation results.

Manufacturer narrative:
(B)(4). Follow-up medical assessment: the occurrence of an aggravation of a preexistent right heart failure more than two (2) years after coseal use, and of a cerebrovascular accident about two (2) years after coseal use (coseal degrades in less than 10 days) are serious adverse events not related to the use of coseal. As this case was not related to the use of coseal, batch review and sample evaluation were not necessary. No trend was identified. Based on the reported information and medical assessment, no further investigation is necessary. This case will be kept on file for trending purposes.

Event description:
The following has been reported from a baxter sponsored study: protocol #: (B)(6); site #: dhzb; subject #: (B)(6); subject initials: (B)(6); dob: (B)(6) 1953; gender: male; weight: (B)(6); height: (B)(6). Sae#1: as reported medical term: right heart failure. Event description: patient has dyspnea, several ICD alarms, echo shows signs of right heart failure (e.g., enlargement of right ventrical). At implant: (B)(6) 2011; pck #: 10900/934040; quantity used: 8ml. Event onset date: (B)(6) 2014. Event stop date: nap. Outcome at time of report: ongoing. Treatment(s) used to treat event(s): catecholamin perfusion.